Manufacturer narrative:
Device evaluated by manufacturer: no, the product for this complaint was not returned for evaluation. However, the lens was returned and visual inspection found one haptic torn, with a piece torn off and missing. The lens was returned in liquid. (B)(4). Device not returned.

Manufacturer narrative:
Device evaluated by manufacturer? No - device not returned. (B)(4).

Event description:
The reporter stated the surgeon was loading a 13.2mm micl13.2 implantable collamer lens, -12.5 diopter, and the lens tore. There was no patient contact and the backup lens was implanted. The reporter stated the cause of the event was due to the injector. There was "tension" in the injector which caused the lens to tear.